Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they mentioned previously reported information regarding their symptoms and they were trying to go to the program where their therapy was when they first had their ins. The patient also added that they had an MRI before and realized that their therapy was turned off. The agent reviewed general therapy information and walked the patient through connecting to their ins. When the patient was able to connect to their ins, they increased their stimulation to a comfortable level and confirmed feeling the stimulation in their bike seat area. The patient was directed to maintain stimulation and continue to monitor symptoms. They were redirected to hcp if issue persists.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.